Manufacturer narrative:
Included ni for section to indicate no information available. Lot information unknown. If additional information becomes available a follow-up report will be submitted. Included ni for section to indicate pending return of device for evaluation.

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced loss or failure of implant to integrate.